Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was taking a long time to charge. Follow up information was requested to determine event cause and steps taken to resolve the insr taking a long time to charge. Additional information received from the consumer later reported that the circumstances that led to the implantable neurostimulator recharger (insr) taking a long time to charge include a broken wire connection. It was also reported that steps taken to resolve the insr taking a long time to charge included a broken wire. The patient noted that service was provided in a timely manner. It was also reported that there wasone cell dead (a b -c- d) on the control, but the patient still used it with the other cells. The patient requested information regarding whether there was something that could be done to wake that cell up. No event cause was reported for the dead cell on the control. There was no mention of patient symptoms. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, steps taken to resolve the dead cell, that was meant by a dead cell on the control, and whether there were any patient symptoms associated with the one dead cell on the control. If additional information is received, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported first experiencing that there was "one cell dead (ab-c-d)," noting that one dead cell felt like the machine was never going to work until being able to change the settings. Regarding the issue of "one cell dead (ab-c-d)," the patient guessed that she had taken too long to use that setting, not realizing that it was dying out. The patient noted not having any symptoms; she just had to use the other settings. She has still not been able to wake up that setting. Additionally, regarding resolving the issue, the patient just tried to set it on that cord, stating, "I plugged myself into the charger to see if it would turn off, but it was unsuccessful."

Event description:
Additional information received from the patient reported she first started experiencing ¿one cell dead¿ on the control about two (2) years ago, (B)(6) 2014. She believed it was because she never used that cell that may have led to the issue. No symptoms were experienced, only that she was not able to get that setting. No steps were taken to resolve the issue, she just tried to restart it with the main control, but it never worked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative inquired with the patient about what ¿cell dead¿ meant. The patient reported that ¿cell dead¿ is something they would see on their patient programmer, when trying to change where the area of stimulation is. It was noted that the patient had heard of what a program referred to. The patient stated that they have not yet got to their doctors office to meet with their manufacturing representative.